Event description:
The consumer reported her heating pad caught fire while in use resulting in burns to her foot. She stated she had the heating pad placed under her leg at the time of the event. This type of use is contrary to proper use instructions.